Event description:
The manufacturer received info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a failure of the device to power on was observed. The service's power management board was replaced to address the issue.